Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power switch was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation due to a faulty power switch. There was no report of patient involvement.